Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat stress urinary incontinence and mesh was used. The patient has experienced pain, erosion of her internal bodily tissue, stress urinary incontinence, bleeding, infection and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Stress urinary incontinence. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Information: dr. (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with laparoscopic sacrocolpohystoropexy, anterior and posterior colporhaphy, transobturator with vaginal-paravaginal repair due to uterovaginal prolapse, cystocele, rectocele, enterocele, stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.